Event description:
The customer contact reported a whitescreen error. The device was alarmed to the biomedical department for an unspecified reason. The customer contact reported that when the device powers on, there is a "software error", message with whitescreen on background and an audible alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a whitescreen error. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device powered up and displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The software error displayed was in the nvrbbram.cpp module with procname:nvramaccess. The probable cause was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller (uic) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the info known by the reporter upon query by hospira personnel.